Event description:
The customer reported that the tube was arcing. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the tube. No patient injury was reported.